Manufacturer narrative:
(B)(4). Additional evaluation summary: representative samples were returned for analysis. During the visual inspection of the samples no defects were found on the package. The sample was opened and the swage and attachment area were as expected; also, the tip and body of the needle were examined under magnification and no defects or needle breakage were observed. The suture was dispensed without problems and examined along of the strand and no defects or damage were observed. The sample was tested by resistance test to needle and the needle met the requirements. Per the condition of the representative samples, no needle breakage was found on the samples.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent a dental extraction procedure on (B)(6) 2018 and suture was used. While passing through tissue the needle broke in half. It is unknown how many passes through tissue it took before the needle broke. The procedure was completed with an alternate like device with no patient consequences reported. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018.